Event description:
1. Biohazardous waste was aerosolized from the waste container. 2. Unit puts waste into the waste container with the waste sensor unplugged. The immucor/gamma rep was on site to train laboratory personnel on the capture system. She was demonstrating the waste bottle sensor features. The waste bottle was almost full -as described in section 2.6 page 6 of the operation and maintenance manual-. A full tray of wells was loaded to wash. Start was pressed. The system began washing the strips. After washing a number of strips, biohazardous waste began spewing out the top of the waste bottle. The system continued to wash. User had to press the "stop" button before the system would stop aerosolizing biohazardous waste from the top of the waste bottle. With the waste sensor unplugged or malfunctioning -waste bottle level is not known- the system will prime and rinse the probes causing waste to go into a waste bottle that may already be full.